Manufacturer narrative:
Return requested. Replacement device shipped to site. No parts have been received by manufacturer for analysis as the site discarded the disposable device. On 06/03/2015, a medtronic representative, following-up at the site, reported the patient was not compromised by the medtronic navigation system, but the hospital refused to return the biopsy needle. On 06/08/2015, issue resolved with part replacement. No further issues have been reported. Although this device was not returned for analysis, an investigation is currently in-process related to similar reported events. Upon completion of the investigation, any new information will be communicated via supplemental MDR submission(s).

Manufacturer narrative:
H2) correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon alleged a defective biopsy needle. It was stated that at first the site was tracking the needle just fine, and was able to get down to target and gather samples. The spheres unexpectedly slid down the biopsy needle to the stopper. The surgeon was not putting any pressure on the needle when this occurred. In trouble-shooting, the medtronic representative provided a second biopsy needle to continue the procedure, however, the issue was the same. They went straight to target when the spheres slid down the shaft all the way down to the stopper. This did not compromise the surgery as the surgeon had already navigated to target and collected some samples. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
An investigation into the passive biopsy needle (pbn), mnav part number 9733068, lot number 066503515, found additional complaints regarding this issue, reported in mdrs 1723170-2015-00760, 1723170-2015-00761, 1723170-2015-00762, 1723170-2015-00763, 1723170-2015-00764, 1723170-2015-00765, 1723170-2015-00766 and 1723170-2015-00767. None of these reported events resulted in patient harm.